Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp)'s nurse informed the hp to lower the hc and after the low drain volume alarm occurred that night, the hp lowered the hc all the way down to the floor. Gts assisted the hp by placing the hc back on to the night stand where she normally has it, and one of the bags became unspiked. Gts explained that the supplies are compromised and will need to start over with new supplies. Gts then assisted the hp with ending therapy on the hc. The hp will start over with new supplies. Product surveillance contacted the hp on (B)(6) 2010 and she stated that she placed the hc on the floor and was stretching out the cord and the bag became unspiked. She started over with new supplies, has discarded the sample and does not recall the lot number. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.